Event description:
It was reported that during a lap appendectomy, the surgeon placed the device in the trocar device and it fired before the surgeon was ready, it was not on tissue. Then the device was removed and the first third of the drivers were up. The scrub claims the drivers were not up when handing the device to the surgeon. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Articulation bands. The analysis showed that the ats45 device was received in good visual condition and with a reload loaded on the device, the reload was received partially fired and with no damage to the lockout which indicates that the device firing sequence was interrupted. The returned device was tested for functionality and it was noted that the articulation mechanism did not function as intended. The device was fired in the three articulated positions and it formed the complete staple line as intended, and with a proper b-formed shape. The device was disassembled to verify the condition of the internal components and the left articulation band was found damaged, causing the articulation issues noted during the analysis. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.